Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught fire during testing. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. There was no evidence of thermal damage internally or externally to the device. The device was tested and was found to operate and alarm to design specifications.